Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed multiple errors. The customer's blood glucose was 10.0 mmol/l. The customer was informed that the insulin pump needed to be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the displacement test and self test. The insulin pump was unable to download due to an alarm in the history screen for a corrupted history file. The insulin pump communicated properly with the blood glucose meter. The insulin pump had minor scratches on the display window.